Event description:
It was reported by a physician a patient¿s lead had high impedance. The patient was referred for revision surgery which occurred on (B)(6) 2017. The hospital does not return devices to the manufacturer. Additional relevant information has not been received to-date.